Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. Episode data revealed the patient was in at/af, but the implantable cardioverter defibrillator (ICD) detected as vt/vf and delivered therapy. Additionally, episode data showed the right ventricular (rv) lead with t-wave oversensing (twos). Reprogramming was performed. The device and lead remain in use. No further patient complications have been reported as a result of this event.